Manufacturer narrative:
The correct analysis results are now attached. Upon receipt, the device interrogation revealed the eos battery status, detected on (B)(6) 2019. The device was implanted for approximately 38 months and 14 charging cycles were recorded in the device memory. The ICD was subjected to an electrical analysis. First, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal in amplitude and frequency as programmed. The charging of a defibrillation shock was not feasible due to the battery depletion. Subsequently, the current consumption of the ICD was analyzed and found to be normal and as expected. However, an inconsistency between current consumption and battery voltage was noted. Therefore the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage confirmed a depleted battery. In a next step, the electronic module was attached to an external power supply and the eos status was removed with a technical programmer to check the functionality of the electronic module. There was no indication of a malfunction, particularly all therapy functions were available and worked as expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. In a next step, the battery was opened for destructive analysis. During the inspection of the inner assembly, an insulation damage was observed, which led to an elevated internal self-depletion within the battery and therefore to the clinical observation. In conclusion, an elevated internal self-depletion within the battery was found to be the root cause of the clinical observation.

Event description:
Ous MDR - after an implantation period of approx. 38 months, eri was reported.